Manufacturer narrative:
Device not yet returned for evaluation.

Event description:
It was reported during the procedure subject guidewire ptfe coating was visually confirmed to have peeled off. The device was replaced and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that when the second device was used "it was replaced with the same product and warned not to peel off the coating when it passed through the inserter during prep, nevertheless the coating was visually confirmed to have peeled off". Additional information provided by the customer indicated that there was no resistance when the guidewire was taken out of the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the guidewire was shaped 60 degrees, no friction or resistance noted at the hub and the introducer sheath was used during insertion. It is possible that the coating peeling may have occurred during backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. However, this cannot be confirmed as the device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the as reported ' guidewire ptfe coating peeling' in this complaint.

Event description:
It was reported during the procedure subject guidewire ptfe coating was visually confirmed to have peeled off. The device was replaced and the procedure was completed with no clinical consequences to the patient.